Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer wipe was leaking, possibly from the blood sampling valve (bsv). There was no report of patient results impacted. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the needle cartridge area was the source of the leak. The fse trimmed the needle vent tubing and replaced the needle cartridge. There was no further evidence of leaking. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).